Manufacturer narrative:
Qn# (B)(4). Updated investigation: the customer did not return a complaint sample; however, they supplied a photo showing a cvc catheter. The image shows the catheter while it is inserted in the patient. Visual analysis revealed that the catheter contained a leak in the extension line directly adjacent to the luer hub. Despite this, a probable cause of the extension line leak cannot be determined from the photos and without the sample to evaluate. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not suture directly to outside diameter of catheter to minimize the risk of cutting or damaging the catheter or impeding catheter flow". The report of an extension line leak was confirmed through examination of the customer supplied photos. The image shows a leak in the extension line directly adjacent to the luer hub; however, the actual complaint sample was not returned for evaluation. A device history record review was performed, and no relevant findings were identified. A probable cause of the leak cannot be determined without the sample returned for analysis. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: juncture hub was leaking during patient use. No patient harm reported. No report of a required medical intervention. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The complaint is reported as: juncture hub was leaking during patient use. No patient harm reported. No report of a required medical intervention. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4).

Event description:
The complaint is reported as: juncture hub was leaking during patient use. No patient harm reported. No report of a required medical intervention. The patient's condition is reported as fine.